Event description:
It was reported that the attempt to deploy the stent in the mid right coronary artery was not successful as the balloon did not inflate. The stent delivery system (sds) was removed from the patient and another sds was advanced and the stent was deployed successfully. No patient adverse effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that contribute to difficulty to inflate include, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique, contrast dilution, and accessory device support. To ensure this type of event is not the result of a product deficiency, all stent delivery systems (sds) are 100% leak tested prior to packaging, and a sampling of units is destructively tested to verify inflation to rated burst pressure (rbp) prior to release. In this case, it was not possible to perform an analysis on the product because it was not returned to abbott vascular for investigation. There was no report of any leak/anomalies noted during preparation prior to use, which suggest that a product deficiency did not contribute to the reported complaint. It is possible that there was poor connectivity with the indeflator used at the account; however, this cannot be confirmed. There is no indication of a product quality deficiency. A review of the product lot history record did not reveal any nonconforming material records associated with this lot. Additionally, a query of the complaint handling database was performed and revealed no other related incidents reported for this lot.